Event description:
A customer's mother reported that the emergency dr was called out to her child who was suffering a hypoglycaemic event. The child experienced convulsions and had a seizure. The emergency doctor administred a glucose infusion; the child then regained consciousness. No hospitalisation required. A reading of 115 mg/dl was obtained on the child's freestyle meter compared to a reading of 20mg/dl obtained on an accucheck meter. The readings were taken within a ten minute timeframe.

Manufacturer narrative:
Customer returned meter and test strips lot number 0528144. Returned meter and test strips performed in accordance with MFR's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing.